Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited image blurring. This issue occurred during preparation for use in a diagnostic procedure. The procedure was completed using similar device. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope exhibited image blurring. This issue occurred during preparation for use in a diagnostic procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lighting bundle in the insertion section had slightly interrupted and insufficient brightness. Based on the results of the investigation, it is likely the following led to the malfunction: image blur caused by a component failure of the light guide bundle of uc sheath and light guide bundle failure is optical transmission problem, but the cause could not be determined. The most likely cause of the light guide bundle failure is that the cable was damaged by the force of being pulled. The most probable root cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.